Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating and pump reset unexpectedly. Customer replaced cartridge and resumed insulin delivery. The customer's blood glucose was 110 - 120 mg/dl.